Event description:
IV nurse was changing out a PICC line when the PICC broke off and migrated into the pt's arm. Coagulpathic w/ inr of 1.7. Needed to be reversed before the pt could be taken to surgery. 4/2005 fractured remnant of PICC line surgically removed from letf cephalic vein.